Manufacturer narrative:
Results: the embolization coil was initially returned inside of the non-penumbra microcatheter, and was flushed out by a penumbra investigator for further evaluation. The embolization coil had a fractured stretch resistant (sr) wire and the proximal constraint sphere was detached. The embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed the sr wire was fractured. This damage typically occurs due to forceful manipulation of the ruby coil against resistance. Further evaluation revealed the non-penumbra microcatheter was ovalized. This ovalization may have contributed to resistance and eventual unintentional detachment of the ruby coil. The ruby coil pusher assembly was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter, the physician noticed the ruby coil had already detached within the microcatheter. The detached ruby coil was removed from the microcatheter. It is unknown how the procedure continued; however, the physician reported that the procedure was completed without any issues. There was no report of an adverse effect to the patient.